Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that for the last few weeks they have not been having symptom relief and they were not able to hold their bowel. The caller reports seeing a message on the handset today that it was not connecting to the communicator. Helped caller enter the correct app. Helped caller connect to implant and turn therapy back on. The caller noted that the therapy was off. Reviewed that if therapy is off, they were not getting stimulation. Caller will maintain stimulation and adjust as necessary.